Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple "xdcr" alarm errors. Calibration was performed on the transducers and found the expiratory differential pressure transducer (pt802) failing the calibration. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process of part number 68355. This issue has been addressed in CAPA (B)(4).